Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the coronary diagnostic procedure that was to occur at the time of the event was aborted and then was completed when the patient was moved to a different room. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting determined that the x-ray tube was defective. The fse replaced the tube and calibrated the system. The tube was returned for analysis. Failure analysis found that both filaments had blown due to normal wear and tear given the age of the tube. After replacement of the tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system x-ray tube was defective. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.